Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white particles were noticed inside the bd phaseal¿ injector luer lock n35.

Event description:
It was reported that white particles were noticed inside the bd phaseal¿ injector luer lock n35.

Manufacturer narrative:
Investigation summary: a device history record review did not reveal any quality issues during the production of lot number 1805105 that could have contributed to the reported incident. Two (2) picture were received showing fm in the needle of the injector. Fm was found inside the cannula of injector. Based on the description of the complaint, it belongs to phaseal ¿material¿. It was no possible to obtain roche report to confirm the type of material found. Phaseal membrane is made by dryflex® 901704 (thermoplastic elastomer). During manufacturing process talc is also used to allow the membranes go from one station to another in manufacturing machine. Talc is compliant with european, american and japanese pharmacopeias. Phaseal cylinder is made of abs (acrylonitrile butadiene styrene) and piston and needle housing are made of polypropylene. Coring/fragmentation of the membrane can be produced due to: a)human error: performing multiple injections on the membrane could lead to fragmentation. B)machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C)materials: needles: design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. No nicks or other defects in the needle appeared in the pictures. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Related to cleanness during manufacturing process please note that phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the assembly area personnel must wash and dry their hands, wear the hair and beard cover, leave external shoes and use clean room shoes and get a clean room gown dressed. No jewelry and make up are allowed. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. Clearance of the assembly lines is performed according to ph-006 and cleaning is performed according to ph-007. Preventive maintenance takes place once per week. According to the description of the complaint the fm found was analyzed, but as the report is not available for bd, the nature of fm cannot be confirmed. Phaseal white material could be dryflex® (membrane), abs, polypropylene or talc. Coring cannot be discarded. No non-conformances were found during manufacturing process, no maintenance intervention neither. The root cause cannot be clearly established. To improve the cleaning of the lines, a project was open on fy¿18 (#1436). The implementation of new improvements, including personnel training took place at end of (B)(6) 2018. The project has helped to reduce the fm complaints in comparison with previous fy¿s. Please note the talc is necessary to assembly process. Coring issue is being investigated under CAPA 688697, open prior to the investigation of this complaint. (To more details, see CAPA).